Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and leak tested. The proximal end of the first cylinder presented a leak and a hole, along with broken fabric threads, and a spiraling detachment of its outer tube. The second cylinder exhibited wear at fold in its middle portion, but no leaks were identified. The pump was microscopically inspected, leak and functionally tested. While its kink resistant tubing (krt) was worn to the filament, the component passed leakage and functional evaluation. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was noted, but no leaks were identified. Based on the information available and analysis results, the leak found in the first cylinder could have caused or contributed to the reported clinical observations. Pump unique identifier (UDI) # (B)(4). Reservoir unique identifier (UDI) # (B)(4).

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the left cylinder connecting tube was noted. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the left cylinder connecting tube was noted. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Pump unique identifier (UDI) # (B)(4). Reservoir unique identifier (UDI) # (B)(4).